Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, customer stated that they experienced low blood glucose levels (50 mg/dl). Reportedly, low blood glucose levels are due to the customer not eating or adjusting her basal setting to her activity level for the day. Customer stated that she will eat to stabilize blood glucose levels.